Event description:
It was reported to medtronic neurosurgery that the patient had non traumatic subarachnoid hemorrhage. The report stated that the patient repositioned self in bed and turned on her stomach. According to the report, the nurse found the evd tubing disconnected from the stopcock close to the drain chamber.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. (B)(4).